Manufacturer narrative:
The device was received with stripped battery cap at coin slot area, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window and cracked end cap. (B)(4).

Event description:
The customer's mother reported via phone call that they are unable to remove the battery cap on the insulin pump. The customer's blood glucose level at the time of incident was 256mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.